Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue a medication due to the system displayed zero quantity remaining. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not issue medication because the remaining quantity was zero. A technical support specialist (tss) stated that the transaction was recorded because a timeout occurred on the validation code screen rather than through direct access to the item. The tss explained that once the timeout occurred, the system automatically advanced to the key combination prompt, which completed without requiring a witness because key access does not require one. The tss further clarified that accessing the key is logically treated as a successful item issue, which resulted in the transaction being recorded, and noted that if the transaction was incorrect, the discrepancy could be corrected afterward. The system functioned as intended after the technical support specialist inspected the issue.